Manufacturer narrative:
The lot number was provided. The lot history records have been reviewed with special attention to the mfg and inspection of this product. The device was found to have met specifications prior to shipment. No mfg anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for eval. Based on the sample evaluation results, it is confirmed that the release mechanism was actively used until breakage of the force transmitting components occurred which made the stent deployment impossible. Reportedly the stent had not been released and it is not clear why the stent was not found loaded inside the stent housing. It could be confirmed that increased friction forces made the stent deployment impossible. Increased friction forces were identified as reason for catheter breakage. Increased friction forces due to tortuous and/or calcified vessel anatomy may have been contributing factor for the failure reported. The instructions for use (IFU) states: do not construct the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.

Event description:
It was reported that a vascular stent would not deploy and the catheter shaft broke. No further info was known. No report of injury to the pt.